Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging an unusual issue with their onetouch ping meter - when a strip is inserted in to the meter, the meter display stays on the "main screen". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.